Event description:
It was reported when injecting amvisc into pt's eye the cannula detached from the syringe and advanced into the pt's eye causing the iris to bleed.

Manufacturer narrative:
The device was discarded by the user facility therefore an eval could not be performed. The lot number of the device was not recorded by the user facility therefore a lot history review could not be performed. This event is performing within the anticipated severity and occurrence levels as defined per the risk analysis documentation. An investigation into this event has been opened to evaluate potential product and/or instructional improvements.